Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed due to myopotentials. Programming changes and further testing were recommended. The entire system was later explanted due to an infection. The patient was stable post procedure.